Manufacturer narrative:
Unit had cracked/bleeding lcd glass, missing lcd window cover, broken case, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked/broken keypad overlay, broken off end cap and missing motor.

Event description:
Customer reported via phone call that insulin pump had damaged. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.